Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of clinical use were observed. Both the hemopro 2 and cannula were returned. The hemopro 2 was returned outside the cannula. A visual inspection did not identify any non-conformity. A mechanical evaluation was conducted. A reference endoscope was inserted and retracted without any observed difficulty. The evaluation was performed five times with and without the hemopro 2 inserted inside the cannula. The evaluation was repeated for the hemopro 2 ability to be inserted and retracted through the cannula five times with and without the endoscope inserted into the cannula. No difficulty was observed. A second investigator was able to insert and retract the endoscope with no difficulty. Based on the returned condition of the device and the results of the investigation the reported complaint was not confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield cannula lumens were difficult to insert the harvesting tool and scope. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield cannula lumens were difficult to insert the harvesting tool and scope. The hospital did not report any patient effects. The product is returning.